Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. While on impella rp flex support, the placement signal not reliable alarm occurred. Motor current was within range. The alarm was disabled. Additionally, there was a high purge pressure alarm and tissue plasminogen activator was administered. Purge pressure had since been lowered. It was further reported that the family decided on comfort measures with withdrawing care. The patient expired.

Manufacturer narrative:
H6 health effect - clinical code was corrected form e2403 to e0611.

Manufacturer narrative:
Corrections: d4 catalog number updated h6 component code changed from g04105 to g07001 h6 type of investigation removed b13 the investigation for the cardiac arrest, purge pressure high, and placement signal issue has been completed. The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. Due to a lack of sufficient data logs or product returned and an inconclusive data log review, the cause of the purge pressure high issues cannot be established. Without sufficient details on the time of transport or return product to confirm any damage of the dp sensor, the cause of the placement signal issue cannot be confirmed.